Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she disposed of the broken power supply and that she did not contact customer service for a replacement because she bought a new power supply on her own. She additionally indicated that no injuries sustained as a result of the issue. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that the power supply housing for her pump in style breast pump broke, exposing wires.